Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the regulator is out of adjustment. Associated malfunctions for this device: inlet and cabinet filter dirty.